Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced suction alarms. The pump was penetrating the inferior wall. A patch closure was attempted but the myocardium was too fragile and the patient expired.

Manufacturer narrative:
B1: added product problem. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: patient device interaction problem / cardiac perforation: the cause of the injury was not determined due to insufficient clinical details. Pump suction: the cause of the suction issue was not determined without returned product investigation and sufficient clinical details, including data logs.